Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they had elevated blood glucose (bg) levels for the past week and a half. The patient stated that their bg was 454mg/dl with frequent urination, extreme thirst, and ketones. The basal a-1 weekday added up correctly with total for the day. The patient stated that due to the holiday they have had an increase in food intake but nothing more than usual. The healthcare professional (hcp) instructed the patient to continue the pump over night to see if the bg will go down. But the bg remained elevated at 270mg/dl for which the hcp ordered the patient to give themselves a 7.4unit injection and to stop using the pump. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: a review of pump history shows the last bolus and the last basal delivery were on (B)(6) 2013. On (B)(6) 2013 07:42 a replace cartridge alarm was recorded; deliveries resumed at 08:41. On (B)(6) 2013 08:54 a ¿replace cartridge¿ alarm was recorded; deliveries resumed at 10:48. And on (B)(6) 2013 03:12 an ¿occlusion¿ alarm due to high force was recorded; deliveries resumed at 06:21. The total daily dose adds up appropriately and reflect the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. No alarms occurred during testing. The display screen has a pinkish contrast; the screen is still able to be safely read. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.